Event description:
Pt received an enteryx procedure. They were admitted to the hospital the following day, for severe chest pain. Rptr is a pulmonologist and first evaluated the pt 3 days after procedure. At that time rptr felt that pt had an acute pneumonitis and pleuritis. It was felt that this was either due to the enteryx injection itself or possibly aspiration pneumonia. After the pt was admitted to the hospital they developed severe pericarditis as well. They did several cat scans to look for mediastinitis, but did not see evidence of this. Rptr recommneded that the pt be transferred to a university hospital and they were transferred 2 days later. Pt has since left the hospital and is better. Rptr is concerned that this adverse reaction was due to enteryx procedure. Pt had no previous health problems. Specifically, pt has never had any heart or lung disease. Either this was due to an acute allergic reaction or pneumonia, both of which were then as a result of this procedure.